Event description:
It was reported an alert posted to the latitude website indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensed noise, resulting in an inappropriate shock. The patient went to the clinic for evaluation. The patient advised the physician, they were sitting down and as they stood up, they received a shock. The physician advised that there was a history of untreated episodes. The physician performed initial troubleshooting, in the primary vector. The physician could recreate the similar noise, only the typical myopotential noise, which was appropriate discriminated as noise. X-ray images were completed. The physician requested to have data from this device analyzed. A technical service (ts) consultant reviewed device data and x-ray imaging. Ts confirmed after reviewing the device data, there was over-sensing of noise, resulting in inappropriate shock, r-wave amplitude decreasing, with baseline unstable and signal saturation. Ts provided recommendations for additional troubleshooting, and additional x-ray imaging. Ts reported x-ray images are not visibly clear enough, to evaluate the device header or the electrode insertion into device. Ts suspects an electrode integrity issue or a connection issue between the device and electrode. This device and electrode remain implanted. No additional adverse patient effects were reported. The patient is scheduled to return to the clinic for a follow up in the near future. New information was received indicating during a troubleshooting appointment in the office that noise/artifacts with primary vector could be easily reproduced when patient twisted upper body right and left and lean forward. Example of twist upper body towards left: an electrode fracture in the pocket. Ts advised the hospital also mentioned only 1 suture point was done for can fixation. Boston scientific labeling recommends both 2 fixation points should be performed. Ts provided recommendations for surgical intervention in the near future. At this time the electrode remains implanted. No adverse patient effects were reported. New information was received indicating that a system revision procedure was completed. It was reported that the device was explanted due to physician preference. The issue identified was due to the electrode fracture. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Manufacturer narrative:
This device was returned, and product analysis complete. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported an alert posted to the latitude website indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensed noise, resulting in an inappropriate shock. The patient went to the clinic for evaluation. The patient advised the physician, they were sitting down and as they stood up, they received a shock. The physician advised that there was a history of untreated episodes. The physician performed initial troubleshooting, in the primary vector. The physician could recreate the similar noise, only the typical myopotential noise, which was appropriate discriminated as noise. X-ray images were completed. The physician requested to have data from this device analyzed. A technical service (ts) consultant reviewed device data and x-ray imaging. Ts confirmed after reviewing the device data, there was over-sensing of noise, resulting in inappropriate shock, r-wave amplitude decreasing, with baseline unstable and signal saturation. Ts provided recommendations for additional troubleshooting, and additional x-ray imaging. Ts reported x-ray images are not visibly clear enough, to evaluate the device header or the electrode insertion into device. Ts suspects an electrode integrity issue or a connection issue between the device and electrode. This device and electrode remain implanted. No additional adverse patient effects were reported. The patient is scheduled to return to the clinic for a follow up in the near future.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported an alert posted to the latitude website indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensed noise, resulting in an inappropriate shock. The patient went to the clinic for evaluation. The patient advised the physician, they were sitting down and as they stood up, they received a shock. The physician advised that there was a history of untreated episodes. The physician performed initial troubleshooting, in the primary vector. The physician could recreate the similar noise, only the typical myopotential noise, which was appropriate discriminated as noise. X-ray images were completed. The physician requested to have data from this device analyzed. A technical service (ts) consultant reviewed device data and x-ray imaging. Ts confirmed after reviewing the device data, there was over-sensing of noise, resulting in inappropriate shock, r-wave amplitude decreasing, with baseline unstable and signal saturation. Ts provided recommendations for additional troubleshooting, and additional x-ray imaging. Ts reported x-ray images are not visibly clear enough, to evaluate the device header or the electrode insertion into device. Ts suspects an electrode integrity issue or a connection issue between the device and electrode. This device and electrode remain implanted. No additional adverse patient effects were reported. The patient is scheduled to return to the clinic for a follow up in the near future. New information was received indicating during a troubleshooting appointment in the office that noise/artifacts with primary vector could be easily reproduced when patient twisted upper body right and left and lean forward. Example of twist upper body towards left: an electrode fracture in the pocket. Ts advised the hospital also mentioned only 1 suture point was done for can fixation. Boston scientific labeling recommends both 2 fixation points should be performed. Ts provided recommendations for surgical intervention in the near future. At this time the electrode remains implanted. No adverse patient effects were reported. New information was received indicating that a system revision procedure was completed. It was reported that the device was explanted due to physician preference. The issue with the system, was due to the electrode fracture. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.